Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that sometimes the boluses were delivered and sometimes bolus stopped again. It was stated that the insulin pump frequently suspends during bolus. The self test was performed and passed. No damage to the drive support cap noted. It was stated that the customer programmed 10.0 units bolus and the device stopped after 4.0 units. Then the customer reprogrammed 6.0 units bolus. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it is operating within specifications. The device passed all functional testing. All programmed bolused delivered properly during the analysis and no unexpected bolus stopped or suspend bolus noted.